Event description:
It was reported in the patient's medical records that the patient underwent surgery for implant of posterior fixation from the occiput to c6. Rhbmp-2/acs, allograft, and autograft were used for the lateral fusion mass from occiput to c6. Pre-operative diagnosis was c1-2 subluxation, stenosis, myelopathy, c4-5 stenosis with myelopathy. At 1063 days post-op, the patient underwent a revision procedure due to occipital cervical pseudoarthrosis from occiput to c2. Procedure was for removal and replacement of left sided instrumentation and for occiput through c2 arthrodesis with bmp, dbm, and autograft.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.